Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 8/31/2018. Device evaluation: the sample was received. Visual inspection using magnification was performed: the plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. Lens was observed damaged and stuck at the cartridge tip section. The tip was also observed deformed and cracked. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for surgical process. Based on the investigation, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A pcb00 intraocular lens (iol) was returned noting the lens was not used as lens had busted through the cartridge. Upon review of the product, it was identified that the cartridge tip was damaged during use of the product. No additional information provided.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.